Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be blocking the device nozzle, which created air and water flow issues. The customer's originally reported issue was therefore confirmed. The foreign material was unknown, but was characterized as ochre in color. Additionally, the following findings were noted: a-rubber glues worn out, light guide lenses cracked, and bending angulations out of specifications the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that, during the reprocessing of their evis exera iii colonovideoscope, the device gave an unspecified error indicating that there was a blockage, and that the device could no longer be washed as expected. The customer confirmed that the device was not in use when this issue was discovered. When the device was received for evaluation by an olympus repair facility, foreign material was found lodged in the device¿s nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.